Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced discomfort at the ipg site and had difficulty charging the ipg. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was relocated. Nothing was explanted and the patient was doing well postoperatively.